Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a laparoscopic ventral hernia. It was reported that after implant, the patient experienced recurrence and dense adhesions. Post-operative patient treatment included revision surgery, removal of mesh, adhesiolysis, repair of incisional hernia with bilateral myorectus advancement flaps and submuscular mesh placement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral hernia. ­­­­­­­­­the procedure performed was laparoscopic ventral repair with mesh, lysis of adhesions. The patient underwent a revision surgery. The patient underwent an open repair of incarcerated complex recurrent incisional hernia. The patient had extensive lysis of adhesions and removal of mesh.